Event description:
Related MFR report number: 2017865-2023-24711. It was reported that a patient presented with right ventricular (rv) lead and left ventricular (lv) leads were not functioning. On (B)(6) 2023, the physician elected to cap and replace the rv lead and cap the lv lead. There were no patient consequences.